Manufacturer narrative:
The device was received for evaluation. During functional testing evaluation found the device passing downstream occlusion testing and the force sensor was within specification. A review of the event history log revealed downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion testing. There was no patient involvement. No additional information is available.